Manufacturer narrative:
A.5 is unknown. The console (ic4269) was returned for further investigation. Upon review of the logs, a loss in optical bench signal was verified. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Upon conclusion of the investigation, the cause of the transient loss of opm data was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm. No details with regards to the resolution were provided. The patient ultimately expired, but there was no allegation against the aic or impella related to the patient¿s death.

Manufacturer narrative:
Medical safety officer statement inadvertently not included in manufacturer device report 1220648-2024-15438. Per medical safety officer review use of the device cannot conclusively be associated with the outcome of death.